Manufacturer narrative:
The customer was contacted to have field service. The customer did not schedule a service call.

Event description:
The customer reported that an alarm was missed on (B)(6) 2020. The device was in use on a patient. There was no report of patient or user harm.